Event description:
It was reported that while the physician was making a second venous pass at the apex of the graft, the basket separated. The separated basket was successfully removed using a snare. There were no patient complications.

Manufacturer narrative:
The sample has been returned to arrow. Co's examination of the returned sample found that the basket wires had separated from the cable/basket sleeve. No conclusions can be drawn as to the cause of the separation.